Event description:
It was reported that during a rectum resection procedure, the device stopped functioning and the display showed instrument error. Another like device was used. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. For this reason the following statements were included in the instructions for use: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that the device b was returned in good condition. The device was tested with generator and was functional. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. The reported incident could not be recreated nor confirmed. No error #5 was noted. The analysis results found that the device c was returned in good visual condition. The device was tested and an error code 5 was displayed, the device was non-functional. The device was disassembled and it was found that the blade was cracked at the pinhole under the sheath of the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch records were reviewed with no anomalies noted during the manufacturing process. (B)(4). Mfg date: 6/07. Exp date: 5/12.